Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: inspected, packaged and released by: monument / supplier- (B)(4). Release to warehouse date: january 27, 2021. Part number: 03.133.102, 2.5mm drill bit qc 135mm 45mm calibration. Lot number: 88p8544 (non-sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label logs (pll) lppf, lmd were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.133m102, 2.5mm drill bit qc 135mm. Lot number: u349375. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. It was reported that on (B)(6) 2021, the 2.5mm drill bit/quick coupling drill bit broke during a revision of internal fixation left tibia. The procedure was completed successfully with a good patient outcome. Very little surgical delay was experienced. This report is for one (1) 2.5mm drill bit qc 135mm ster 45mm calibration. This is report 1 of 1 for (B)(4).